Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate with external devices. Troubleshooting was done, but the ipg would not communicate. The ipg may have depleted prematurely, and is considered inoperable. As a result, surgical intervention may occur.

Event description:
Review of records shows the patient had an ipg replacement surgery in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The root cause of the reported observation was due to the device having normal battery depletion. The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited.

Event description:
Follow up information received that therapy was restored following the ipg replacement. Issue resolved.